Event description:
IV 1000 cc being at 11:30pm rate set at 75 1/hr - volume to be infirmed at 1000 cc. At 01:30 pump was beeping air - noted air in tubing bag was empty and pump stated there was 899 cc left in bag to be infused.